Manufacturer narrative:
Physio-control further evaluated the customer's device in the failure analysis center and duplicated the reported power issue. It was observed that the device had repeated power on cycles which accumulated 10.7 hours of on-time. This excessive on-time led to the internal hlc batteries becoming depleted to a very low state which caused damage to the hlc batteries and as a result, the hlc batteries could no longer hold a charge. Based on a review of the device internal data, it is likely that the customer had placed something on top of the device, causing multiple presses of the on button. The customer was sent a replacement.

Event description:
The distributor contacted physio-control to report that the device from one of their customers had the charge-pak, attention, and service wrench icons in its readiness display. During device evaluation, physio observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B )(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that the device from one of their customers had the charge-pak, attention, and service wrench icons in its readiness display. During device evaluation, physio observed that the device would not power on. There was no patient use associated with the reported event.